Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Investigation summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a driveline infection. The patient was found to have driveline drainage and positive blood cultures for staphylococcus pseudintermedius on (B)(6) 2017. The patient was on antibiotics post bacteremia. The driveline site continued to drain, in (B)(6) 2017, the patient was having dressing changes twice a day and pain at the site. Computerized tomography (CT) scan shows soft tissue thickening around the abdominal wall at the driveline exit site. The patient was admitted on (B)(6) 2017 for debridement of the driveline site. In surgery, a significant amount of purulent material was seen. It was all cultured, with some tissue sent. Wound samples grew out streptococcus intermedius. The patient was discharged home on (B)(6) 2017 and instructed to take intravenous (IV) antibiotics through (B)(6) 2017. The patient was seen in surgery clinic on (B)(6) 2017 where new erythema surrounding the driveline was seen. Due to redness and ongoing drainage, IV antibiotics were extended until (B)(6) 2017. The patient was seen for routine follow up on (B)(6) 2017 and the driveline site still has moderate amount of drainage, however it was non-tender, and erythema had improved. The patient¿s peripherally inserted central catheter (PICC) was removed. The patient developed a granuloma at tje exit site. On (B)(6) 2017, cultures grew pseudomonas aeruginosa. This culture is taken with blood cultures that are also positive for staph pseudinteredius and strep intermedius (both previously seen at driveline site.). Patient diagnosed with sepsis and received IV antibiotics and driveline was irrigated with antibiotics daily. The patient was discharged on (B)(6) 2017. Driveline irrigation stopped on (B)(6) 2017 due to abdominal pain. On (B)(6) 2017 dressing regimen continued as the driveline site continued to drain bloody drainage. The patient is a participant in the vad destination therapy trial improved blood pressure management clinical study. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.